Manufacturer narrative:
(B)(4).

Event description:
The patient reported that a critical alarm was sounding from the pump. The pump had been making the sound for about every 10 minutes. Over the last couple days (as of (B)(6) 2015) the patient had been in severe pain. When he was not taking his breakthrough medication, he was in pain. The patient believed the pump started alarming in the middle of the night on (B)(6) 2015. The patient was not due for a refill until (B)(6) 2015 and was told he had enough drug to get him through (B)(6). The patient was to see the health care provider (hcp) on (B)(6) 2015. It was later reported by a manufacturing representative that the hcp was seeing the patient on (B)(6) 2015. The logs indicated that a motor stall occurred. They ruled out magnets and MRI. They discussed replacing the pump and returning it for analysis since the cause was unknown. The manufacturing representative stated she would discuss managing the patient by other means like oral meds and would discuss the replacement. The manufacturing representative later reported that the motor stall recovered on (B)(6) 2015 at 02:17. The manufacturing representative wanted to know if the recommendation to replace the pump had changed. The indications for use were non-malignant pain and lumbar radiculopathy. The system was delivering dilaudid at 5mg/day. The concentration and lot number were unknown. Actions/interventions taken, the cause of the issue, and the outcome wer e unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Analysis of the pump found corrosion and/or wear and/or lubrication and a stall due to shaft/bearing.

Event description:
The pump was explanted and returned with a note reading, ¿motor stall.¿